Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter detached and struts perforated. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine months post deployment, patient was planned for filter retrieval procedure. Through the right internal jugular vein approach, a sheath was placed and vena cavography was performed. A larger sheath was placed, and the recovery umbrella was utilized to grasp the top of this filter. The filter was pulled into the sheath and recovered fairly easily. After recovery, a follow-up injection showed no evidence of extravasation. On reading the films, it discovered that there appears to be a limb of the filter that was probable in the sheath and then ejected at the time of the vena cavogram. The patient was taken back, and it was recovered. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for perforation of inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.